Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient was having non-sustained, post-paced t-wave oversensing. Patient came in clinic on (B)(6) 2018 and the recommended programming changes were made. Patient was stable.